Event description:
It was reported by the surgeon who was performing a battery replacement surgery on the pt that a high impedance was detected when the new generator was placed on the existing leads. He stated he had attempted to reinsert the pin, but the impedance issue persisted. Diagnostic testing had not been performed prior to surgery as it was believed to be a simple end-of-service (eos) replacement. The pt underwent a full revision. The explanted product was returned to the MFR for analysis. Abraded openings were found in the returned lead portion's outer tubing, which most likely provided the entry point for dried body fluids that were found inside the outer silicone tubing. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The generator performed according to functional specifications during analysis. A review of the MFR's programming history revealed a high impedance had been detected as early as (B)(6) 2009. The last known good diagnostics prior to this were performed on (B)(6) 2007. The pt's last known settings were from (B)(6) 2011. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: the incorrect event date was inadvertently reported on the initial MDR report. The correct date is provided.

Event description:
Reporter indicated he was aware of the high lead impedance on (B)(6) 2009, but chose to leave the vns programmed on at his discretion. The patient had also been delaying following up with the surgeon against the reporter's advice.